Manufacturer narrative:
(B)(4). Although requested, set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.

Event description:
Nursing reported the mp1000-c disconnecting from the bbraun 4-way stopcock and the bbraun extension tubing with filter for tpn. Customer stated that the disconnects occur while on pts and leaks occur. There was no report of pt harm and no medical intervention was required. Customer stated that no additional event or pt information is available.